Event description:
It was reported that during surgery, the universal modular electric/battery double trigger handpiece retaining springs failed and the cable would not connect. There was no pt harm; however, there was a delay in surgery approximately 1-2 hours. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.